Event description:
Pt was undergoing an upper gi endoscopy in the gi lab. One half of an endoscopy biopsy forcep cup broke off during the procedure and remained in pt. The small biopsy cup could not be retrieved. Pt was informed that pt would pass it. No known pt adverse outcome at this time.